Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Insulin deliveries were successfully resumed each time without the need to change out the pump supplies. Customer's blood glucose levels ranged between 70-200 mg/dl.